Event description:
International affiliate reports the x-tab breaker instrument was used to break off the extension tabs of a viper polyaxial screw during minimally invasive lumbar spinal fusion. At the conclusion of the procedure, a count of polyaxial screw tabs found an extra tab compared to the number of tabs that had been used in the procedure. It appears that the extra tab may have been retained in x-tab breaker instrument from a previous procedure and had been contained in the loaner kit in that condition. Infection control at the hospital was notified and the patient received extra antibiotics. The patient was notified of incident upon recovery and hospital risk management protocols were followed. The patient has experienced no adverse effects at this time.

Manufacturer narrative:
The x-tab breaker was discarded by the customer and is not available for evaluation. A follow up report will be filed upon completion of hte investigation. Discarded by the customer.

Manufacturer narrative:
Failure of the loan kit technician to note the presence of a broken tab from the concomitant device viper x-tab polyaxial screw within the x-tab breaker during returned loan kit inspection resulted in the instrument being sent to the next case with the tab still retained within the instrument. The complaint was reviewed with the affiliates loan kit team and retraining was performed. The inspection process for returned in loan kits has been enhanced to prevent this type of event from recurring. At this time, the complaint is considered to be closed.